Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: freestyle libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with hypoglycemia on (B)(6), 2026. The patient's blood glucose level declined to 30 mg/dl while wearing the pod between 4 and 24 hours. The patient stated that the continuous blood glucose monitor provided inaccurate readings of 102 mg/dl, after which the patient contacted emergency medical services (ems). A fingerstick glucose measurement performed by ems confirmed a blood glucose level of 30 mg/dl. Symptoms reported include fainting and dizziness. The patient was treated by ems with intravenous dextrose and orange juice. The patient was discharged later the same day.